Event description:
Medtronic is investigating reports that devices with operating system version 48 and 52 can experience a "white screen" lock-up condition, when the machine is being powered on. This condition could cause a delay in the delivery of a defibrillating shock, possibly resulting in a failure to resuscitate a patient. There have been no confirmed occurrences during patient use.

Manufacturer narrative:
Medtronic investigated the reported issue and determined that with devices with operating system software version 48 and 52, a timing error can occur which prevents completion of the power-on sequence, causing the display to turn white. A voluntary field action was initiated by medtronic on 04/23/2007 to upgrade devices with operating system software 48 and 52 to correct the issue. While the devices are being upgraded, medtronic recommends to customers to turn the defibrillator power off and back on to restore normal operation in the event of a white screen condition. Medtronic notified the local FDA office of this field action on 04/23/2007.